Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to have intermittent left ventricular loss of capture. No intervention was performed and resolution for this event is unknown. No patient consequences were reported.